Event description:
It was reported that the 89 and 90 kvp settings on the 2600 system measured low. This was noted as a physicist discrepancy. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported problem could not be duplicated. Measured system kvp. Kvp is within the desired settings. However, identified the need to replace the date and time battery. Battery replaced. The system was tested and found to be working as intended and placed back into service.